Event description:
It was reported to philips that the c-arm propeller movement was non functional. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during cardiac surgery and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry propeller movement was quivered intermittently. Upon troubleshooting actions, fse checked system and identified that the stand propeller current reported error intermittently. Fse recalibrated the propeller motor current. After recalibrating the propeller motor, the system was returned to use in good working order.the codes were updated based on the investigation outcome.